Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 428 mg/dl. Customer took a bolus twice and blood glucose was still in the 400s mg/dl. The customer had difficulty breathing and had abdominal pain. Customer's blood glucose reading was 433 mg/dl at the time of call. The customer will be going to the urgent care. It was also reported the insulin pump alarmed no delivery. Customer stated the drive support cap was protruded. Customer declined to continue troubleshooting for high blood glucose readings. Customer was advised insulin pump will be replaced. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.